Event description:
The reporter stated that he did back to back blood glucose testing, one after the other. His results were 13, 54, 24, 26, and 113 mg/dl. He did not have any symptoms. His test strips had been open for over four months, and he stated that he had been cleaning his meter with alcohol. On followup, reporter stated that he felt that the test strips he was using were not turning to a dark enough blue. He did not have control solution for testing. The lifescan rep reviewed control testing and other qc procedures, and discussed meter/lab testing.